Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead was implanted and showed good values and behavior for sensing, thresholds and impedance. After rv lead fixation with sutures an high thresholds and exit block occurred. The rv lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.